Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances measuring greater than 3000 on the left ventricular (lv) lead. It was noted there was no observations of noise and impedances were noted to be stable measuring 500-700 ohms. Technical services suggested to bring the patient in for further evaluation. At this time, the device and lv lead remains in service. No adverse patient effects were reported.